Event description:
During an idiopathic ventricular tachycardia ablation procedure, a cardiac tamponade occurred. While ablating the apex of the heart with a tacticath quartz ablation catheter and a generator setting of 50w as there was suspicion of an epicardial site, a steam pop was heard and the patient became hypotensive. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed to stabilize the patient. The patient left the lab with a pericardial drain in place. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.